Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. A small section of both devices fractured off and was returned. The devices had numerous nicks and gouges on the surface, particularly around the fracture site. The devices were manufactured in 2013 and 2015 and exhibit signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batches for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during tka the poly broke on medial concave side. No delay or injury reported. A back up device was available.